Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section and topical skin adhesive was used. (B)(6) post op, the patient experienced cellulitis of the wound. The patient also had a subcuticular closure. The patient was started on antibiotics. Additional information has been requested.